Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dryness of throat; coughing; nasal/throat irritation or soreness.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dryness of throat; coughing; nasal/throat irritation or soreness. There was no report of serious patient harm or injury. Patient also alleged of having prostate cancer and loss of voice.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dryness of throat, coughing, nasal throat irritation/soreness, prostate cancer, visualization of particles related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Investigational observations revealed; potential black hairs/fibers on the top enclosure underneath accessory module flip door, potential black and brown hairs/fibers on the top enclosure near sd port, unknown brown residue on the top enclosure near sd port, unknown significant white and black contamination at the air inlet, unknown white contamination at the air inlet of the blower box, potential white, brown and black hair/fibers and dust-like contamination inside and around iso port, unknown white slight dust-like contamination on top of blower motor and blower outlet seal, tiny unknown white and black specks of dust-like contamination on the bottom of blower box, black contamination consistent with keratin at the air outlet of blower box, potential black hair/fibers in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust/dirt contamination in the device and are consistent with being from an external source. The section e1 was updated and sections b1, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Adverse event and product problem was checked in the previous MDR) section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.